Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 3 patients¿ samples tested on a cobas 8000 cobas ise module. Results for the sodium test were affected. Sample 1: initial result: 154.3 mmol/l. 1st repeat result: 137.2 mmol/l. 2nd repeat result: 136.4 mmol/l. 3rd repeat result: 138.3 mmol/l (tested on another line). Sample 2: initial result: 151.6 mmol/l. 1st repeat result: 131.6 mmol/l. 2nd repeat result: 128.4 mmol/l (tested on another line). 3rd repeat result: 131.6 mmol/l. Sample 3: initial result: 157.3 mmol/l. 1st repeat result: 160.4 mmol/l. 2nd repeat result: 157.3 mmol/l. 3rd repeat result: 135.2 mmol/l (tested on another line). Repeat result: 136 mmol/l (a clarification was requested about this result, but has not been received yet). One of the initial results did not match the patient's clinical picture.

Manufacturer narrative:
The analysis of the provided data did not show any instrument issues. The operator performed some maintenance actions, which resolved the issue. The instrument was performing within specifications after operator maintenance. The investigation did not identify a product problem. The cause of the event could not be determined.